Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were "high" impedances, however the impedance readings provided in the report were between 2140 ohms and 3010 ohms. The rep attempted reprogramming using a wider pulse width and a lower frequency. They reported they were able to provide the intensity for now. The cause was reported to be unknown. On 2025-jan-13 additional information was received. The rep provided a correction to their initial report stating that the impedances readings noted in their initial report all should have another "0" on the end, so the impedances measured were between 21,400 ohms and 30,100 ohms. The rep confirmed there have not been any diagnostics performed to determine if the lead is damaged. The patient did not recall any falls or trauma that they could link to the change in impedance measurements. The reason for the (B)(6) 2024 meeting with the pt was because the pt had reported they were not able to increase stimulation sometime between (B)(6) 2024. The rep confirmed that after reprogramming on (B)(6) 2024, the pt was getting effective therapy, but since then, the issue arose again. The pt has been scheduled to meet with their surgeon on (B)(6) 2025 and a rep plans on attending that meeting. The rep noted they were made aware of the continued out of range (oor) issues and the upcoming appointment with the surgeon on (B)(6) 2025. On 2025-jan-13, additional information was received. The rep reported the message the pt was seeing was "cannot reach desired intensity". Rep confirmed there is no plan to perform surgery yet. The 2nd rep confirmed they were first notified by the pt on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported the issue was resolved. The device was returned.

Manufacturer narrative:
H3: analysis of the [lead], model [977c165], s/n [(B)(6)] , revealed weld anomalies on electrodes 9, 10, 12 and 14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted:(B)(6) 2022 product type lead product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2022 product type lead product ID 977c165 lot# serial#(B)(6) implanted: (B)(6) 2022 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were high impedances; contacts 8-15 were all >20k ohms. Showed up to scan the patient before surgery and noticed impedances. Surgeon decided to explant both lead and battery and replace with new lead and battery.

Manufacturer narrative:
H3: product ID 977c165, serial#: (B)(6), was further analyzed and identified that a weld was corroded at the distal end of the lead and that conductors 9, 10, 12, 14 were broken at the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.